Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion location is unk. The balloon ruptured within rated burst pressure (rbp). The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is listed as "good".